Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310f31 tissue valve, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead high capture threshold, high impedance, undefined impedance in the unipolar con figuration, and a possible fracture. It was noted that an automatic polarity switch had occurred. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.